Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezf0949 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
The nurse was attempting 20 ga. 10cm powerglide placement in the left cephalic vein. Threading of the catheter was reportedly not smooth. The nurse was asked to stop with placement. She immediately pulled back on the catheter then the needle. The device allegedly became lodged in the patients arm. The primary physician was notified. The facility reported that the patient was taken to the radiology department for removal. The physician reportedly used 1% lidocaine into the insertion site and removed the needle and catheter. The patient was not harmed and returned to his room.